Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 21 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that he felt the insulin pump was working fine and did not feel the need to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.